Manufacturer narrative:
D10: (B)(6) 300-01-09 - equinoxe, humeral stem primary, press fit 9mm (B)(6) 315-35-00 - glnd kwire (B)(6) 315-35-00 - glnd kwire (B)(6) 315-35-00 - glnd kwire (B)(6) 320-01-38 - equinoxe reverse 38mm glenosphere (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6) 320-15-05 - eq rev locking screw (B)(6) 320-15-06 - rs glenoid plate ext cag +10mm cage peg (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6) 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm (B)(6) 320-38-00 - equinoxe reverse 38mm humeral liner +0. (B)(6) (B)(6) - gps implant kit v2. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the exactech equinoxe shoulder study, approximately 7 years and 10 months post the initial left reverse total shoulder arthroplasty, the patient felt a pop and presented to the clinic, where a CT was ordered. The CT showed cystic lucency surrounding the proximal humeral component, and also bony reabsorption around the glenoid component. The patient was revised 2 months and 5 days later, and the humeral tray and glenosphere were removed. The outcome is considered to be resolved.